Manufacturer narrative:
Device returned to MFR: the wolverine was returned and analysis was completed. The device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified severe stretching and a complete break in the shaft of the device. The break was located approximately 100mm proximal of the proximal balloon bond. A visual and tactile examination found the hypotube to be kinked at more than one location. A visual examination identified that the balloon was subjected to positive pressure. A visual and microscopic examination identified no damage to the markerbands or blades of the device. A microscopic examination identified damage to the tip of the device. This type of damage is consistent with excess force being applied as a result of meeting resistance during the attempt to cross a lesion.

Event description:
It was reported an athrotome had detached. During a procedure, the physician was using a 6mm x 2.50mm wolverine coronary cutting balloon inside of a restenosis of a stent located in the left anterior descending artery. The wolverine would not advance into the lesion and somehow one of the athrotomes had sheared off. All of the device components were removed from the patient. Another wolverine balloon was used to complete the case with no further issues and no patient injury.

Event description:
It was reported an athrotome had detached. During a procedure, the physician was using a 6mm x 2.50mm wolverine coronary cutting balloon inside of a restenosis of a stent located in the left anterior descending artery. The wolverine would not advance into the lesion and somehow one of the athrotomes had sheared off. All of the device components were removed from the patient. Another wolverine balloon was used to complete the case with no further issues and no patient injury.